Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Tampon) breaking when we pull out the applicator-vagina [foreign body in reproductive tract]. (Tampon) breaking when we pull out the applicator [device breakage]. Breaking when we pull out the applicator [complication of device removal]. Case description: consumer reported via email that when her daughters use the tampons they are breaking when the applicator is pulled out. No serious injury was reported.